Event description:
Pituitary rongeur is reported to have broken during spinal surgery. The broken tip remained in the pt for one month before being removed. The hospital did not report the incident to codman because they are not sure if the device is a codman rongeur.